Event description:
It was reported several programmer's problems. The interface was frozen during a device's interrogation. The device interrogation was possible only after several re-starting tentatives. An investigation is required.

Event description:
It was reported several programmer's problems. The interface was frozen during a device's interrogation. The device interrogation was possible only after several re-starting tentatives. An investigation is required.